Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lar procedure, the stapler was able to fire but the staple line was incomplete. The I-beam went up forward as the surgeon squeezed the trigger, but stapling failed at the distal part. In order to fix the staple line, used another reload. No adverse events reported.